Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value/ test strip (B)(4). Note: manufacturer contacted customer on 8/28/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is experiencing symptoms of fatigue. He was hospitalized on (B)(6) 2017 for hyperglycemia and diagnose with dm type 2. His readings at the hospital was between 382 and 480 mg/dl. He was prescribed levimir and novolog. The customer was discharged on (B)(6) 2017. Not able to reach customer after several attempts regarding symptoms and additional information needed.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The expected fasting blood glucose test result range is 292 to 600 mg/dl. The customer did report symptoms of frequent urination and thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer called regarding e-5 received conducted trouble shooting and than received an e-5. Customer states they have increased thirst and increased urination signs of hyperglycemia which he is concerned with. Customer declined medical attention at time of call. Advised customer to contact health care provider for possible medical condition. Was unable to conduct a control solution test customer does not have control solutions.